Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and turned on to see if it would boot up. Upon starting the unit, the receiver was observed to be perpetually rebooting, but the receiver was opened and the ui-u1 pcba was detached to download the receiver log. It was reviewed and no issues related to the complaint were observed. An internal inspection was performed and passed. A functional test was attempted but could not be completed due to the perpetual rebooting. The reported event of initializing screen without manual restart was not confirmed as no errors were observed during log review. A probable cause could not be determined.